Event description:
A non-healthcare professional reported that while placing the intraocular lens (iol) in the eye, they found that the lens would not unfold in the eye. It was half way in and would not enter the rest of the insertion site. The surgeon completed the procedure by removing the lens and replacing it with another one in an initial procedure. There was no patient harm.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).